Manufacturer narrative:
The patient¿s weight was not provided. Reference MFR report # 2916596-2016-00431 for the report of the wound vac and chronic antibiotics. ((B)(4)). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2017 the patient was admitted for hemolysis and concern of lvad thrombosis. Lactate dehydrogenase (ldh) was 2948 u/l and inr was 1.8. The patient did not have dark urine, shortness of breath, abnormal vad parameters or heart failure symptoms. A heparin infusion was started for 3 days. An echocardiogram (echo) showed the lvad functioning as expected. The patient¿s ldh peaked at 3700 u/l and decreased to 2653 u/l. Inr at discharge was 3.05 and the patient¿s warfarin dose was increased. The patient was readmitted on (B)(6) 2017 due to an ldh of 3435 u/l and inr of 2.02. The wound vac for pump pocket infection was discontinued and antibiotic doxycycline completed, but the patient continued on ciprofloxacin and doxycycline. The patient¿s warfarin dose was increased along with an increase in inr target to 2.5. The patient was treated with heparin infusion for one day while meeting the inr goal. The patient¿s urine was still yellow, and the patient did not have shortness of breath or heart failure symptoms. The vad parameters were reportedly normal. On (B)(6) 2017 a CT scan with contrast was performed in anticipation of future pump exchange. Thrombus was noted in outflow graft. On (B)(6) 2017 the patient was admitted for worsening hemolysis and lvad exchange. It was reported that the patient was suspected to have device thrombosis. It was also noted on x-ray that there was severe angulation of inflow cannula. The patient¿s ldh was 3613 u/l and inr was 2.7. A heparin infusion was started and was to be discontinued prior to being brought to the operating room. Trace blood was noted on urinalysis. An echo found that the lvad inflow was fairly markedly angled toward the anterolateral wall and nearly abutting the myocardial wall. There was reasonable contrast throughout the cannula with evidence of decreased density nearly circumferential throughout the outflow cannula with relatively preserved lumen throughout. The most significant outflow cannula narrowing was present at the proximal aspect of the cannula. The peripheral low density may represent laminated fibrin/thrombus along the periphery of the cannula. No evidence of definitive thrombosis in the lvad inflow cannula. Normal origin of coronary arteries. Severely dilated left ventricle. Very limited excursion of the aortic valve. On (B)(6) 2017, the patient underwent a pump exchange.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump, and a direct correlation between the device and the report of hemolysis and suspected device thrombosis could not be conclusively determined. The report of the inflow being markedly angled towards the anterolateral wall could not be confirmed as the inflow conduit was not returned and no images depicting the misalignment were provided. The pump was returned assembled with the percutaneous lead severed approximately 6 inches from the pump housing; the distal portion of the lead was not returned. Evaluation of the sealed outflow graft and the outlet elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the smooth and textured blood-contacting surfaces also revealed no evidence of adhered depositions or thrombus formations that would have contributed to a functional issue. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombosis and hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.